Event description:
The customer reported having low blood glucose for one day. The caller stated that he believes the insulin pump delivered a bolus on its own due to the equipment he worn during training for the fire department. Troubleshooting was performed. The programming in the insulin pump was correct. The customer stated that the device was not exposed to a high magnetic field. The reservoir was showing the same amount of insulin as shown on the status screen. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.